Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: " the jig missed the recon screw. Trochars got stuck in the jig.case was extended by roughly an hour. We had to manipulate the trocars many times to get it right but didn't use other instruments".

Manufacturer narrative:
The reported event could not be confirmed, since the device was found to be fully functional. A device inspection revealed the following: the returned target device shows normal signs of usage but no apparent damage. All the features appear to be in good condition. A pre-surgical functional test was performed with the returned devices and some sample devices. It was observed that the k-wire sleeves and the tissue protection could be easily assembled together and with the target device as well without any jamming. The targeting accuracy at all the positions was also given. The sleeve clamping feature is as intended. Thus, the alleged issue could not be reproduced and could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the issue is deemed to be user related since the alleged issue could not be reproduced. The function of target device along with all the sleeves was given as intended. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: " the jig missed the recon screw. Trochars got stuck in the jig.case was extended by roughly an hour. We had to manipulate the trocars many times to get it right but didn't use other instruments."